Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.(B)(4).

Event description:
Allegedly revised due to stem loosening. Hybrid implant. Original surgery 1996 with forst revision in 2003.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This is the same event as 1043534-2013-00894. This event occurred in (B)(6).